Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device was dropped on the floor. Customer's blood glucose was 163 mg/dl. Device had a blank display and reset. Device alarmed failed battery test alarm. Customer mentioned device did not alarm low battery alert prior to the off no power alarm. During troubleshooting, device passed the self test. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.